Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, brown particles inner device opening curved on posterior. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, opening crack of the valve, delamination partial of the valve and orange particles in the fill channel. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. A delamination partial of the valve. (Adhesive failure) a cracked valve seat diaphragm valve.